Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)

Event description:
The patient was to undergo a revision surgery due to continued communication difficulty. In pre-op the device was successfully interrogated with diagnostics. The device was disabled and the physician was able to manipulate the device in the chest confirming device had migrated which had been contributing to the interrogation difficulty being experienced. A pocket revision was performed and the device was turned back on. In post op when the device was re-enabled patient experienced some coughing and communication difficulty. However once coughing subsided communication worked. No other relevant information has been received to date.